Event description:
Boston scientific received information that this implantable defibrillation lead exhibited intermittent out of range shock impedance measurements. Pace impedance measurements were reported to be acceptable. No oversensing or inappropriate therapy was observed. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed. The rv lead was explanted. A new rv lead was implanted successfully without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The product was discarded at the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.